Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. Electrode ring 3 shifted distally causing a fracture in conductor wire 3 at the weld joint, consistent with the open circuit detected.

Event description:
This report is to advise of a displaced electrode and fractured wire in the tactiflex catheter.